Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms#(B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One device was received by manufacture for investigation; based on information provided by the complainant, the device was confirmed to have been built in that manufacture. The product was subject to a leak test after being inflated with air and was confirmed to exhibit a leak originating from the middle of the posterior side of the cuff when in situ. Magnification showed that there was a tiny hole (a pinhole) in the cuff that could not be seen by the unaided eye. Devices are leak tested: once by manufacturing and once during a final quality assurance inspection immediately prior to packaging. No leaks were identified prior to packaging. No sharp objects were identified in the packaging area that could have contributed to damage the cuff. The root cause of the reported issue could not be determined. No additional corrective action is planned at this time. Complaint information will continue to be monitored and assessed for trends, which could lead to further corrections or corrective actions being deemed necessary.

Event description:
It was reported that the cuff would not inflate during pre-test. No patient injury was reported.